Event description:
A customer contacted beckman coulter regarding an elevated accu tni result generated by the unicel dxl instrument. The elevated accu tnl result from sample a was 6.53ng/ml. The elevated result was reported our of the lab. The customer indicated that later on that day, the patient was admitted to the hospital. The elevated accu tnl result did not correlate with the patient's clinical data. The customer indicated that during the patient's admission, a new sample (b) for accu tnl was collected. The acdcu tnl result from sample b was 0.04ng/ml. The customer indicated that after the lower accu tnl result was reviewed, sample a and sample b were retested for accu tnl. The repeated accu tnl results from sample a and sample were both 0.01ng/ml. Corrected reports were sent out for samples a and b. No additional event information was provided by the customer. There has been no change to patient treatment or any injury that can be attributed to this event.